Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no capture and a low r-wave one day after implant. An x-ray indicated that the lead 'looked like it was still in the apex'. An invasive procedure was performed to check the set screw.